Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure (event) observed during analysis. External insulation abrasion was noted at 28.1-28.4cm from the connector pin, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. External insulation abrasion was noted at 15.7-16.2cm and 20.9-21.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at these locations. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.